Event description:
Information received indicates the head siderail is not latching.

Manufacturer narrative:
The technician isolated the issue to a broken siderail latch. He replaced the complete siderail assembly to repair the bed.